Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap showed burnt on detritus and devitrification of glass at the output window. It was also noted the fiber was bent upward at the open end. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported decrease in vaporization at 17,013 joules of use during the procedure. The case was completed with a second fiber. It was reported the patient was "ok".